Manufacturer narrative:
On 03 november 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip revision surgery occurred 2 months after primary cementless total hip arthroplasty. In the postoperative x-ray provided the stem looks undersized and in varus position. The reason of this choice cannot be determined: particular patient anatomy may be the reason but this cannot be assessed having a single ap projection. The reason of this failure cannot be determined. Batch reviews performed on 13 november 2017. Lot 170001: (B)(4) items manufactured and released on 24 may 2017. Expiration date: 2022-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4, code 01.29.204, lot. 172254 (k112115) (B)(4) items manufactured and released on 25 july 2017. Expiration date: 2022-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem has subsided. The cause is unknown. The surgeon swapped the head. The stem was well fixed at this point. The surgery was completed successfully.